Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedances. Technical services (ts) analyzed device data and confirmed that the shock lead impedances had risen to greater than 200 ohms which was out of range. Ts recommended in person visit for further lead evaluation to be done. At this time, this rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.